Event description:
It was reported that the corner of the patient's implantable neurostimulator (ins) was protruding out and stayed in that position. T he patient met with their physician about a month ago where they were told that they needed to go ''back in'' and tie it back down. The patient was a candidate for a neurostimulator for their pain and wanted that done first before doing a revision on the current ins. It was noted that she was in more need of the pain device than for their device for their urinary condition. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28, lot # v638133, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer.